Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 500-600 mg/dl with moderate ketone levels. Reportedly, the infusion set was alleged to be the cause for elevated bg. Customer's mother administered a manual insulin injection, and the pump supplies were changed to address the issue.